Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer also reported several failed battery alarms. The customer declined further troubleshooting. No further patient complications were reported. Troubleshooting was not performed and the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for alleged high blood glucose and failed battery test alarm found on june 03, 2022. Insulin pump passed active current measurement, sleep current measurement, and self test. Insulin pump failed rewind test and unable to perform displacement test, prime/seating, basic occlusion test, force sensor test, and occlusion test due to insulin pump error . Insulin pump error confirmed due to damaged motor slide. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Verified failed battery test alarmed on may 19, 2022 at time 09:55:10.000 were found in the history files. Verified insulin pump error alarmed on may 27, 2022 10:03:33.000 were found in the history files or traces due to damaged motor slide. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, and cracked retainer. No unexpected or relevant failed battery alarms during testing or in downloaded history. Failed battery test not confirmed. Insulin pump error confirmed due to damaged motor slide. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.